Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch. No ramping numbers anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the up arrow button on the insulin pump is unresponsive. The customer stated that the issue started three days back. Customer stated that the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value was 18.4 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan.